Event description:
During the procedure, when the physician went to aspirate through the side arm of an avanti plus sheath introducer, he experienced resistance. The physician pulled a clot through the side port of the sheath; there was no catheter inside the pt. It was noted that the sheath was in place for approx 30 minutes, and at some point heparin (2500) was administered as a diagnostic catheter was having trouble crossing the valve. Consequently, seven add'l products with the same lot number were removed from the shelves without being used, and these will be returned for analysis. However, the original product used in the procedure was discarded in error and will not be available for return. There was no injury to the pt.

Manufacturer narrative:
During a cardiac catheterization, an avanti+ sheath introducer clotted; no pt injury occurred. As reported, the sheath had been in place approx 30 minutes. The physician had some difficulty advancing the (unk) catheter across the pt's aortic valve for pressure measurement and ventriculography and, at some point, gave the pt 2500 units of heparin. The heparin-to-saline concentration of the flush solution was not reported. When the reporter was queried to find out if the sheath had been aspirated and flushed between all catheter exchanges, the reply was "it was after the first catheter had been used. It took awhile to cross the valve into the ventricle." The clot in the sheath was detected when the physician finally aspirated the sheath and first met resistance followed by clot aspiration. The product was not returned for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint could not be confirmed without return of the product. Best practices call for meticulous flushing of introducer sheaths to help reduce the incidence of thrombus formation in sheaths. The product IFU states: after aspiration and flushing, consider establishing a heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation. Review of the available info suggests procedural factors may have contributed to this event.